Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 37 to 60 mg/dl at the time of the incident. The customer was at 50 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as it was giving them micro boluses when they were trending low. The customer was using pump auto mode at the time of the incident. Troubleshooting was completed but did not resolve the issue. The customer was also hospitalized for back surgery. The sensor will not be returned for analysis.